Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had an episode with their heart which was unrelated to the device/therapy on wednesday, and had to have a pacemaker implanted on thursday. It was reported that when the patient went to charge the implantable neurostimulator (ins) on saturday, and when they placed the recharger antenna on the ins implant, the pacemaker went off. It was reported that the pacemaker monitor was "going crazy, further stating that they took the recharger antenna away from the ins, and the pacemaker turned back on. It was confirmed that nothing was wrong with the ins or therapy, but it seemed to be interfering with the pacemaker. The manufacturer's representative (rep) also called to discuss use of recharger with a patient that recently got a cardiac pacemaker. It was also mentioned that the recharger was not over the cardiac device and that the screen showed two black lines and stated contact has been made. It was reviewed with the rep that the recharger is not expected to cause interference to the cardiac device especially if minimal implant distance was followed. It was reviewed that both devices should work on different frequencies therefore should not impact each other unless the pacemaker discharged which could impact the ins device. It was recommended for the rep to call the patient and further troubleshoot to ensure there is no problems with the recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient's condition continued to deteriorate and he passed away. They did not attempt to charge the patient's implant again. It was clarified that the patient passed away due to sepsis and pneumonia. The death was not related to the device/therapy.